Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted the haptics didn't deploy all the way until the doctor had manually pushed the haptic out with a sinskey device. From additional information it was learnt that the lens was implanted in the eye with additional maneuvers using sinsky device and the lens remains implanted in the eye. The issue was noticed during application/implantation of the lens. The lens was fully implanted. There was no use error. There were no visual issues and the patient daily activities were not affected. Other information is available.